Event description:
I had a (sparc - johnson and johnson) mesh sling inserted in 2008 with confidence expressed by the urologist that implanted it. After a few years I started having scraping feelings inside my pelvic area. I had constant numbing in my right leg that could not be diagnosed by a neurologist. In 2020 the pain became severe. I could hardly move. Doctors could not examine me because of pain. After an exam under anesthesia, I was told the implanted mesh was eroding and had buried pieces into my bladder, vaginal wall, and through my urethra. This diagnosis resulted in reconstructive surgery that took me from my life as I knew it. The mesh was not completely removed because of scar tissue. Surgery did something that changed my numb leg from just being numb. It is now having shooting nerve pains. These pains are keeping me from work and normalcy. I am needing pain pills and my couch to lay on. The pains are continually shooting down my leg. They are worse when my bladder is full or when my colon is active. I can't sit, stand, or walk for too long without pain. I need to lay down to help with the pain. I am now needing CT scans, physical therapy, and more neurology appointments. I am hoping for some kind of pain management so my life can resume. FDA safety report ID # (B)(4).